Event description:
It was reported that a user experienced blood glucose fluctuations with episodes of hypoglycemia after meals while using the ilet bionic pancreas, and troubleshooting addressed correct meal announcement for a low-carb diet and proper low blood glucose protocol; no alerts or alarms were reported. Symptoms included hypoglycemia, hyperglycemia, shaking, and diaphoresis. Outcomes included self-treatment with oral glucose and no reported long-term impairment. Investigation included complaint handling with user education and troubleshooting. Investigation of this case revealed that the cause of hypoglycemia was unclear with no device malfunction identified. It was concluded that the device operated as expected and that user education was provided to mitigate future events. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.